Event description:
It was reported that during a da vinci-assisted surgical procedure, at the beginning of the procedure, the instrument was installed in one of the arms and it was performing well. During the procedure, the surgeon noticed that the instrument was not responding to some of the movement of the masters, like rotating and the opening of one of the jaws. After that, the first assistant removed the instrument from the instrument arm of the patient cart and determined that one of the cables of the pole was broken. There was no injury reported to the patient. Nothing fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.